Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(6) product type programmer, patient product ID 97745bp, serial# (B)(6) product type accessory h3: the patient programmer, model# 97745 serial# (B)(6), was returned for product analysis. Analysis of the controller revealed that the lcd was broken/damaged and not available. The device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient. Product ID: 97745bp, serial# (B)(6), and product type: accessory. H3: analysis of the 97745bp battery pack (s/n#: (B)(6)) revealed the battery out of electrical specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid  section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external equipment. The reason for call was patient stated their controller is not charging at all with the battery in it and the controller is dead. Pt stated at the time, they had their implant turned on to the highest and they were unable to sleep because of it. Pt stated it finally died on monday and now they have spasms. Patient stated they tried to reset the controller and put electricity in the controller but that did not resolve the issue. Patient service asked patient to remove the battery pack and plug the controller into the ac power supply and patient stated the controller remained off. The issue was not resolved through troubleshooting. Pt also stated that they have noticed that their li bp is not as effective as it used to be 4 yrs ago and not giving their implant a full charge. An email was sent to the repair department to replace the controller and li bp.